Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed 5 days prior to the report when pt programmed a bolus. The down button pops up after it is pressed. He has used this infusion device for 3-4 years and boluses approx 6 times per day. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.